Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es encountered an issue where mini pocket failed twice. The customer attempted to recover the failed pocket, but the problem persisted. This incident resulted in a delay to patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station mini drawers 1 and 2 failed to open due to a medication spill that leaked into the latch indicator strip track. The field service engineer (fse) cleaned the drawer and its cavity. The fse replaced the triple wide mini controller module and tested the device functionality. The system functioned as intended after the field service engineer repaired the device.